Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the myosure control unit, hysteroscope and aquilex not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported a physician performed a myosure procedure for uterine tissue removal (exact date unknown) and the fluid deficit reached 5000ml. The "patient is anemic and experienced swelling. The patient was admitted into the intensive care unit (ICU) overnight for observation. We have been unable to obtain additional information surrounding this event.